Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the lot number for each product code (j603h & y426h? J630h - tamdjk y426h - tbmdrs) please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). I was in the case when the incident happened, so I can answer any follow up questions. The procedure being performed was a laparoscopic appendectomy, and the needles broke during the fasciotomy closure (port closure) with the vicryl and superficial/subcutaneous closure for the monocryl code. The sales rep who is aligned to those accounts is (B)(6). He can provide more information on the hospital and codes being ordered. Events reported via: 2210968-2023-06194.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation (b17- device not returned).

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure in 2023 and suture was used. During the procedure, the needles broke on both sutures when they were sewing up the skin layers. The breaks where you grasp the needle. No adverse patient consequences were reported. Additional information was requested.